Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon movement occurred. The target lesion details are unknown. An unspecified mustang balloon catheter was utilized during the procedure. The physician commented that the hydrophilic coating on the balloon made it too slippery, resulting in watermelon seeding. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).